Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alarms of insulin pump were harder to read. The customer's blood glucose value was unknown. The customer stated that the reservoir compartment was chipped, backlight was dimmed, battery cap was not attached, had to reset time and date. The insulin pump will not be returned for analysis.